Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed de-novo lesion located in the non-calcified and moderately tortuous proximal left anterior descending (lad) artery. The lesion was successfully crossed with another manufacturers' guide wire and another manufacturers' 2.5x18mm stent was successfully implanted in the proximal lad. Another manufacturers' guide wire was then advanced into the first diagonal branch to accommodate post-dilation using kissing balloon technique. This 2.25x15mm apex balloon catheter was advanced to the first diagonal and another manufacturers' 2.25mm balloon catheter was advanced to the implanted stent. The apex balloon ruptured on the first inflation at 3atms after being inflated for 2 to 3 seconds. The device was removed from the patient intact. Post-dilation was completed with a different balloon catheter. There were no reported patient complications. The patient status is listed as "good".